Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. . The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that on the morning of (B)(6) 2016 the patient had woken up to change battery and wasn't feeling well.  He returned to bed to sleep some more.  When he woke up again about 9 am he was nauseous and started to not make any sense per family.  Emergency medical services was immediately called and the family contacted the vad coordinators.  The patient was taken to an outside hospital where he continued to decline and was intubated for airway protection.  His international normalized ratio (inr) had been elevated so he was given fresh frozen plasma (ffp) to reverse it.  His inr that day was 3.9, and leading up to the event his previous four inrs had been 2.6, 3.33, and 2.96.  A CT scan was performed which showed a large left side intracranial hemorrhage with a midline shift.  After the outside hospital contacted the heart failure team, an aline was placed with instructions to control maps between 60-80 and to transfer the patient to the transplanting hospital as soon as possible.  Upon arrival to the home hospital, a second CT scan was performed which revealed large intracranial hemorrhage with uncal and subfalcine herniation.  Neurosurgery was consulted but surgical intervention was not an option.  The family chose to withdraw life support on (B)(6) 2016 and he passed away that evening.